Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 alarm was double beep no cassette. This occurred during testing and not patient involvement.